Manufacturer narrative:
(B)(4). The exact date of the event is unknown, but it occurred sometime between (B)(6) 2015 and (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak in the air vent of a solution administration set was observed. There was no patient involvement. No additional information is available